Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a venous occlusion after implant that blocked the blood flow to their right arm. Additionally, the patient reported receiving four inappropriate shocks from their implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead and ICD remain in use. No further patient complications have been reported as a result of this event.